Event description:
According to the advocate, she received out of range control results of 222 and 246g/dl on her son's contour next link. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Advocate was advised to return the control solution for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.